Event description:
The consumer reported that the patient's stimulation stopped working on (B)(6) 2016. The patient programmer batteries were changed, the patient programmer indicated that it could not charge [the implantable neurostimulator (ins)], and the call your doctor icon was seen. The patient's indications for use included peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.